Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms can be confirmed based on the information recorded in the provided event log file. The event log file contained data recorded from (B)(6) 2021 where power cable disconnect alarms were recorded. Some of these alarms occurred while on batteries and were associated with rsoc invalid faults. The pump support was not affected and the system maintained the desired set speed with no interruptions. A specific root cause for the power cable disconnect alarms captured in the log file was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to 14v batteries can be confirmed based on the information recorded in the event log file. The event log file was successfully retrieved from the returned system controller, serial number (B)(6) and contained data recorded from march 21 to march 30, 2021 where some atypical power cable disconnect alarms associated with rsoc invalid fault were recorded. The associated voltage levels suggested that the alarms occurred while the system controller was connected to 14v batteries. The pump support was not affected and the system maintained the desired set speed with no interruptions. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the atypical power cable disconnect alarms captured in the log file was not able to be determined during the evaluation of the returned system controller. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported pump power alarms despite exchanging batteries and battery clips. The account exchanged the patient's controller. A review of the log file noted power cable disconnect alarms while on battery power. It was recommended exchanging the patient's controller and monitoring for further alarms after the battery clips, batteries, and controller were all exchanged.